Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned components including the body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal with no indication of a product quality deficiency that would contribute to the reported cuff miss. The posterior cuff was still loaded on the foot. Both cuffs were attached to the link and the anterior cuff tab was damaged. Based on the evidence found on the returned device, the posterior cuff was missed. The anterior cuff detached from the needle tip, which was a direct result of the posterior cuff miss. Because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle. Contributing factors for needle deflection that result in the posterior cuff miss can include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. During investigation, a proxy plunger was inserted to test the needle trajectory and the results met the manufacturing criteria. There were no challenging anatomical conditions reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique. Based on the successful test of the needle trajectory, the probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or failure to position and maintain the device at a 45 degrees angle throughout deployment. There was no manufacturing or quality deficiency detected that could have contributed to the reported event. Review of the device lot history record did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications the needle trajectory of every device is checked during manufacturing and a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician attempted arteriotomy closure of the right common femoral artery using a proglide device via a 6 fr sheath, after a diagnostic left heart catherization. Reportedly, when the needle plunger was removed, no suture was present. The device was removed and a second proglide device was used with the same results. Hemostasis was achieved using manual arterial compression. There was no clinically significant delay in procedure reported. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. Though requested, no additional information was provided.